Event description:
Caller reported blood glucose results of 205 mg/dl, 436 mg/dl, and 155 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Event description:
Patient called in to lifewatch on (B)(6) 2010 and stated that she was shocked by the electrodes. Lifewatch advised the patient to send the device back for evaluation but the patient refused and stated that she would call her doctor and keep wearing the device until she hears from the doctor. On (B)(6) 2010 to better understand the initial complaint the patient was contacted to respond to a patient questionnaire. At this time, the patient stated that one of probes was hurting her the one closet to the center on the left. Patient stated that she was shocked but it didn't really shock her. It was a sharp pain that was burning until she was able to removed the device.